Event description:
A report was received that the patient's ipg interfered with the electrocardiogram (ECG) procedure. The patient believed that the ipg was not functioning properly. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Additional information was received that the patient's breast pain and back pain were pre existing. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4). Description: artisan surgical lead, 50cm sc-1132/106957: device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies. Sc-8216-50/483660: the paddle lead body was cut cleanly and the paddle portion was not returned. The damage was considered explant damage. However, a setscrew mark was on the electrode #16.

Event description:
A report was received that the patient's ipg interfered with the electrocardiogram (ECG) procedure. The patient believed that the ipg was not functioning properly. The patient underwent a revision procedure wherein the ipg was replaced.